Event description:
It was reported that in the month following the implant procedure, high capture threshold resulting in loss of capture from the right ventricular (rv) lead was observed. The physician elected to explant and replace the rv lead to resolve the event. The patient was stable with no additional consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Dried blood and tissue was observed in the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that in the month following the implant procedure, high capture threshold resulting in loss of capture from the right ventricular (rv) lead was observed. The physician elected to cap the lead and implant a new rv lead to resolve the event. The patient was stable with no additional consequences.